Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), enlarged atrium and post-carillon therapy for a mitraclip procedure. During the procedure, the clip opened more than 20 degree during unthreading the actuator. Additionally, 2 mitraclips were implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as additional clips were attempted to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.